Manufacturer narrative:
Synthes is unable to provide the MFR, PMA/510k number and/or the date of MFR as no product is returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product is returned and no part/lot number was provided.

Event description:
A device report received from belgium indicates a pt status post rod and screw construct implanted returned to surgeon. An x-ray showed one screw slipped off the rod at an unk location. No surgical intervention is noted. This is one of three reports for this event.